Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 2 events for the failure: overheating of device. 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Evaluation findings (results/components): 1 device: lubrication problem identified, no device problem found / device ingredient or reagent. 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent. Product disposition: 2 devices: archived by stryker. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.